Event description:
Reporter indicated via literature, a vns therapy pt experienced an infection at the generator site and underwent explant surgery. Cultures were positive for s. Aureus. The pt presented with a fever and purulent drainage and was treated with ctx/cl and ceph. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Ellen lr, et. Al. "Management of vagal nerve stimulator infections: do they need to be removed.?" J neurosurg pediatrics 3, 73-78, 2009.